Event description:
On july 28 of 1998 pt was put into hosp for plasmapheresis, for what they said was myasthenia gravis. Reporter seriously feels that either the machine malfunctioned, or the doctors, and one intern, were found to administer hespan after pt was taken off of it. Reporter had an investigation by the state, which found the intern at fault, and a second opinion cleared intern. Two years is coming up soon, and reporter is looking to exhume pt's body to have toxicology tests done. They never did that at the autopsy, and the examiner got quite rude when reporter asked them to do so. Reporter feels pt was overdosed by heparin in one way or another, and reporter is not getting anywhere. Reporter has been reading a lot about heparin, and is in the medical field also. Reporter knows what can go wrong when heparin is in the picture. Hosp had turned pt away only weeks earlier saying there was nothing hosp could do. Pt was only in there to start plasmapheresis, every other day, for myasthenia gravis-like symptoms. They took a battery of tests then including pt, and ptt, and never took another pt, ptt, until they thought pt was bleeding internally. Reporter was told it was not a life threatening thing, and then they ok'd it with pt to intubate pt if they needed it. They then started the treatment and soon after pt needed to be intubated. They put pt in ICU then. They say that during the treatments pt would get some heparin as they didn't want the machine to clot during the procedure. Hosp also gave sub q heparin, and then put pt on hespan to raise pt's blood pressure. Reporter just read an article on how hespan, and heparin often get pulled from the shelf quickly by professionals and could be mistaken, because the h, p, and n, are all lined up the same way in both words. Reporter states that they know that hespan mixed with heparin, makes the heparin more potent. Pt started to feel pain in belly area, and hours after pt's complaining hosp did a scan, only to find that pt had a bleed. Pt had about "5 persons" worth of blood put into pt with vitamin k, and some other med to counteract the heparin. Intern took pt off the hespan, so that it wouldn't interact. Pt started to stabilize when, an intern came onto shift, didn't read the records, and put pt back on the hespan, and couldn't remember who told them to do so. (In the report from state) hosp called family to tell them pt was going downhill again and please come to the hosp, because pt might need surgery tonight. Bleeding had started on the 3rd and hosp didn't do anything until the 5th and by this time with all the blood (extra) it was "drowning" pt's organs. Doctor stated that the operation was a success, however "they are doing CPR on her now". As they moved pt back to bed pt started to hemorrhage from the eyes, ears, nose, and mouth. They wouldn't allow family to have its own examiner. They quickly put pt's brain, lungs, liver, heart, kidneys (what was left), into formaldehyde, and forgetfully didn't do any toxicology tests. Reporter wishes to have exhumation to verify either the machine malfunctioned with the heparin, or hosp did. Two days prior to pt's death one doctor came out and told reporter that they suspect eaton lambert syndrome, and in 65% of those who have that have a small cell lung tumor. So reporter asked if they checked for it. Doctor said they looked at an x-ray, and couldn't see through it because pt had scar tissue from pneumonia. A blood test came back positive for a small cell lung tumor, that had not spread outside that lung.